Manufacturer narrative:
(B)(4). Batch # p55n5l. The analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that with reloading the stapler, the first reload lost the metal part of itself and it was left behind in the stapler reload channel. Fortunate the or nurse saw it & removed it before putting in another reload. During the switch of reloads (reloading the device) the metal part of the reload was left in the echelon stapler.